Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a "motor service due" alarm triggered at startup. Additionally, the downstream occlusion (dso) seal was open. This occurred during pre-testing, and there was no patient involvement.

Manufacturer narrative:
One device was received for analysis of complaint downstream occlusion (dso) seal is open. Service history review identified this device has not been in for service previously. Visual inspection found the moderate bubbling of the dso seal and was open at air detector side area. This indicates that the seal integrity was compromised and is a reportable malfunction. Replaced the dso seal, sensor and bezel. Device passed all functional testing post repair.